Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The site reported one (1) battery that logged a critical battery alarm while at 75% charge. There was no reported patient injury related to this event. The battery was taken out of use and a new battery was issued to the patient. The reported battery was returned to the manufacturer and evaluated. Upon evaluation the returned battery passed external visual inspection and functional testing and, as a result, performs as per specification. Critical battery alarm was confirmed via log files. The root cause for the reported event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that a critical battery alarm occurred while the patient had 75% battery charge. The battery was removed from service and the patient was issued a replacement device. The battery was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.